Manufacturer narrative:
Device received with cracked display window corner and cracked reservoir tube lip. Device communicated properly with contour link and blood glucose meter 163 mg/dl, link to device showing on download record properly. No radio frequency communication anomaly noted. However, device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Event description:
It was reported that customer's insulin pump cannot download blood glucose data. The problem occurred within the new device's first thirty days. No further details given.